Event description:
During use of the device for a non-clinical activity, the user reported the connector was broken off from the control circuit board of the heater cooler. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.